Event description:
It was reported by service report that the docker cable was broken from the back of the bed. No patient involvement or adverse consequences reported.

Manufacturer narrative:
Docker cable.